Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
A consumer implanted for spinal pain reported the manufacturer¿s representative (rep) didn¿t tell them to charge their implantable neurostimulator (ins) (the rep. Stated they told all of their patient¿s to recharge). It was further reported ¿the battery failed the first time.¿ when the consumer was asked when this happened they stated ¿the first time I got the procedure done. I believe that was (B)(6) 2015.¿ when the consumer was asked to clarify what they meant by¿failed¿ they stated that ¿couldn¿t get it work.¿ the week before thanksgiving the consumer met with the rep. Who was unable to get the ins to charge, and was going to recommend a procedure to the healthcare provider (hcp). However, the consumer never heard from the hcp or rep. The consumer was going to have this procedure done and their recharger wasn¿t working, so when they finally went to get the procedure another rep. Was sent who couldn¿t get the ins to charge. It was noted the rep. Was supposed to get the ins charged a little bit for the day of the surgery. As a result the consumer had to wait hours to get the procedure done. The rep. Then got another recharger of another ins. It was later noted the ins was draining and after two procedures they still couldn¿t get it to work.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.